Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (multiple bav attempts), in addition to patient factors (valvular calcification, cad) likely contributed to the delayed rca flow and subsequent ischemia. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in (B)(4), during a transfemoral tavr procedure, following the placement of a left anterior descending artery (lad) stent, balloon aortic valvuloplasty (bav) was performed. During the first three attempts with a 20cc balloon, movement occurred. The fourth bav attempt using 21cc was successful. Contrast indicated a delayed right coronary artery (rca) filling when compared with lca filling during the fourth bav. 30 seconds later, the patient hemodynamics collapsed. The blood pressure (bp) lowered to approximately 30 mmhg and heart standstill developed. CPR was started and 20 minutes later ECMO was established. The patient stabilized. Aortography showed patent lca and rca. It was then decided to implant a 23mm sapien 3 valve in the aortic position. After the valve deployment, echo and aortography suggested moderate paravalvular leak (pvl). Post dilation of the valve with an additional 1cc of volume was performed with no marked improvement. A second post dilation was then performed with another 2cc of volume (19cc total). The pvl was reduced to mild-moderate. At the time of this report, the patient was in stable condition. The valve remains implanted in the patient. The native annular diameter measured 21.3mm x 28.3mm by CT with an annular area of 483mm2. No valvular calcification and mild aortic root calcification was reported.

Manufacturer narrative:
Additional information received indicated 400ml of blood was lost during the tavr procedure. A blood transfusion of 6 units of rbc/whole blood and 3.85 units of plasma was given. The source of the bleeding/blood loss was not provided. However, it was reported that the blood loss was not due to a malfunction of an edwards¿ device, but was related to the tavr procedure. The patient¿s outcome was reported to be ¿recovered¿. No further information is available at this time.

Manufacturer narrative:
Additional information received indicated the blood loss and subsequent transfusions were not related to the tavr procedure. The intraoperative bleeding was related to the open surgery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.